Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damage, the outer tube is deformed and therefore the parts are not dis-/reassemable, the video cable is broken and therefore the image is not displayed, corrosion/rust. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to video cable damaged, broken fiber bonding in outer tube are of distal end and outer tube deformation which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope used with camera exhibited a black screen. The procedure was completed using an olympus backup device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.